Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were examined by their dentist. The dentist stated patient presented with inflamed gingival tissues, ongoing discomfort, and signs of deteriorating oral gum health which appear to be associated with continued use of the byte aligners. The patient reports persistent pain and irritation throughout treatment, and she expressed dissatisfaction with both the outcome and the duration of the aligner process to date. There is also a growing concern from a clinical standpoint that continued aligner wear could exacerbate symptoms and potentially contribute to the development of temporomandibular joint (tmj) dysfunction, given the patient's discomfort and jaw sensitivity. For these reasons, I am advising the immediate cessation of byte aligner use to prevent further oral complications and to allow for the healing and management of the current issues.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.